Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that restenosis and stent fracture occurred. The target lesion was a previously implanted 4mm synergy stent in the left anterior descending artery that had restenosed and appeared fractured. A 10mm x 3.50mm wolverine coronary cutting balloon was inflated 5 times to 12 atmospheres. Upon removal, he balloon was caught by the stent and could not be removed. The device was forcibly pulled. Once outside the patient, the balloon was inflated and it was noted that two blades were broken and detached. It is suspected that the detached portions of the blades remain in the patient. The procedure was completed with a different device. No further patient complications were reported. The patient status is stable. Device evaluated by manufacturer: a visual and microscopic examination was performed on the returned device. It was noted that a section of two of the blades, approximately 5mm in length were completely detached from the distal end of the balloon material. The remaining sections of both blades measuring 5mm in length were undamaged and fully bonded to the balloon material. The complete pads of both blades remained fully bonded to the balloon material. The detached sections of both blades were not returned for analysis. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. No issues were noted with the blades or pads that could have contributed to the complaint incident. A visual and microscopic examination of the balloon noted that the balloon was unfolded and inflation medium was observed within the balloon material which indicates it had been subjected to positive pressure. No damage or any issues were noted with the balloon material that could have contributed to the complaint incident. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified more than one kink on the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.